Event description:
It was reported that the patient had phrenic nerve stimulation and x-ray revealed that the left ventricular lead showed to be slightly withdrawn from the original position. During the repositioning procedure, the physician noticed an insulation break in the lead six cm from the pin. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation had breached environmental stress cracking (esc). It was also noted that the proximal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic esc and a cosmetic depression. It was also noted that only visual analysis was performed.